Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stimulation. The rep reported that stimulation was bothering the patient. The patient saw the hcp on the day of report and insisted that they wanted the device removed. The patient was unhappy with the way the implant felt and would prefer to have a colostomy. The patient stated that they tuned the implant off the day following implant. It was indicated that the issue was not resolved at the time of report and that an explant was planned to occur on (B)(6) 2017. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported the patient reported they felt bothersome stimulation the day after their neurostimulator was placed, according the healthcare professional (hcp). The patient turned the implant off and decided he wanted it removed. The hcp felt that the cause of the bothersome stimulation was based on the patient¿s desire for a colostomy and had a change of mind to have it removed. The rep stated the stimulation at the time of implant and post implant was consistent with that of the advanced test (no change). The rep stated it was the patient¿s decision. There were no further complications that have been reported as a result of this event.